Manufacturer narrative:
(B)(4). The insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Notification light did not immediately stop flashing. The insulin pump will be returned for analysis.